Manufacturer narrative:
The information for the additional medical device type is as follows: d2b. Medical device type: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked on the tubes because the rubber that covers the non-patient needle did not slip back over the needle on an unspecified number of devices. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked on the tubes because the rubber that covers the non-patient needle did not slip back over the needle on an unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which show tubes with blood pooling in the well of the stopper. Additionally, 30 retained samples underwent functional tests. All the samples passed testing, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, all 30 retained samples passed another set of functional tests, showing they were able to be activated properly with no evidence of defects or breakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.